Event description:
It was reported that the speed is unable to adjust. A rotapro console kit assy gen 230v was selected for use. During use, rotation speed cannot be adjusted in normal mode and in dynaglide mode it goes to 130k rpm (revolutions per minute).

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event and device status, but further information was unable to be obtained.